Event description:
Ous MDR - high impedances of over 2713 ohms have been reported for this lead. This was all of the information that was provided to us. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The lead was found dissected some 15.5 cm distal to the is-1 connector pin. Both fragments were returned for analysis. It is reasonable to assume that the lead was dissected during surgery. The lead fragments were extensively analyzed. The analysis of the lead fragments showed abrasion marks at the is-1 and df-1 connectors as well as at 14.5 cm distal to the is-1 connector pin. The insulation was found intact. Further analysis revealed damages of the vcs and rv shock coils as well as a damaged lead tip. These damages occurred most likely during the explantation procedure. The measurement of the dc resistances of both lead fragments did not show any peculiarity. No further analyses were possible, as the lead was received dissected. The inspection of the lead fragments did not show any deviations from the technical specifications which might have led to the clinical observation.